Manufacturer narrative:
Complaint for alert 38 was confirmed through the engineering logs. Although the complaint was confirmed, it could not be duplicated during testing. The device was opened for inspection of internal components; no abnormalities were observed. The cause for the complaint issue is undetermined.

Event description:
It was reported that the ilet bionic pancreas displayed repeated alert 38 restart notifications associated with consecutive stalled motor, indicating a mechanical problem; the user wears a dexcom g6 and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.